Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited loss of capture. Echocardiogram and CT scan performed on (B)(6) 2019 revealed cardiac perforation and a mild pericardial effusion due to the right ventricular lead. The physician explanted and replaced the lead. The patient was recovering post-procedure.